Manufacturer narrative:
The subject device is not available for return.

Event description:
It was reported that the stent dislodged from the target site where it was deployed. There were no reported patient consequences due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned, so no visual inspection or functional testing was completed. Based on the information available, an assignable cause of undeterminable was assigned to this event because the product was not returned.

Event description:
It was reported that the stent dislodged from the target site where it was deployed. There were no reported patient consequences due to the event.